Event description:
It was reported that balloon rupture occurred. The patient was undergoing percutaneous coronary intervention. The target lesion was located in the middle right coronary artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, when the balloon was inflated at the lesion site, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported, and the patient was stable post-procedure.

Event description:
It was reported that balloon rupture occurred. The patient was undergoing percutaneous coronary intervention. The target lesion was located in the middle right coronary artery (rca). A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, when the balloon was inflated at the lesion site, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported, and the patient was stable post-procedure. It was further reported that the 80% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal to middle rca. It was noted that the balloon ruptured during second inflation.